Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reportable based on additional information received 29-jul-2015. A taxus liberte drug-eluting stent was implanted. Since implant, the patient has experienced angina; however, there has not been any hospitalizations or revascularizations related to the patient's symptoms.